Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was frozen, user restarted the device several time but failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was frozen. A technical support specialist (tss) dialed into the station and confirmed it was working fine, then the tss done the follow-up with the customer, who confirmed that the issue was already resolved by the field service engineer (fse) and did not provide further details about the repair info. The system functioned as intended after the field service engineer repaired the device.